Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button cable had a crease causing the response button to intermittently not function. The cause of the non-functional response buttons is the creased cable. The root cause of the creased cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's reponse buttons were not able to activate the device.